Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930299 lot no.: 0048402 it was reported that there was not enough fluid in the cartridge leading to dry swabs. Bd rep, (B)(4) called on behalf of customer. Note- bd rep tried to send complaint through salesforce, but stated he received an error, and it did not go through. Customer reported that they found two swabs to be dry- there was not enough fluid in the cartridges. Doe: (B)(6) 2020. This was before use and there were no adverse events reported. Please contact customer, copy (B)(4) on follow up email to customer. Please cc (B)(4).

Manufacturer narrative:
No samples or photos were not provided for evaluation. Unfortunately, bd was unable to verify the reported issue. A defined root cause could not be established. Product record review for lot 0048402 and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
Material no.: 930299, lot no.: 0048402. It was reported that there was not enough fluid in the cartridge leading to dry swabs. Bd rep, (B)(4) called on behalf of customer. *note- bd rep tried to send complaint through salesforce, but stated he received an error, and it did not go through.* customer reported that they found two swabs to be dry- there was not enough fluid in the cartridges. Doe: (B)(6) 2020. This was before use and there were no adverse events reported. Please contact customer, copy (B)(4) on follow up email to customer. Please cc (B)(4).